Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip.

Event description:
Customer reported a motor error alarm. The blood glucose reading was 67 mg/dl. She treated with food and soda. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. She stated that she was able to rewind the insulin pump. Nothing further was reported.